Manufacturer narrative:
Upon visual inspection of the drill, it was observed the head broke off of the drill coil at the pulse marks on the laser cut section of the shaft. There were no missing pieces. The break area shows no material voids. The cannulation at the drill head is deformed (flared). A definitive root cause could not be determined. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
Information received indicates the tip of the drill broke while reaming the femur tunnel during the acl reconstruction procedure. There were no anatomy or procedure exceptions; no extra force was required on the device used in this procedure than typical. The same tunnel was used with another flexible drill as a backup device to complete the procedure. The patient was noted to be fine post procedure.